Event description:
Medtronic received information that prior to use of an eopa arterial cannula, it was reported that the scrub nurse noticed the stylet was loose, and the inner sheath and stylet did not feel like normal. The surgeon agreed that the stylet was not sitting as it usually does. They opened another cannula, and it was okay. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. It was also reported that the customer had this same issue at another hospital with the 20 fr eopa cannula, on multiple occasions. The previous occurrences were not reported to medtronic, so have been captured in this pe. Medtronic received additional information that the issue with the device was noted prior to insertion into patient. The customer noted that the inner white dilator came out too easily, upon manipulation of the white inner dilator, it was noted that it does seem to move in and out of the cannula very easily, without as much force than what is usually required. There is usually more resistance upon pulling the inner dilator out. The total number of occurrences is unknown

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.